Event description:
It was reported that the customer administered multiple bolus¿s resulting in the customer¿s blood glucose (bg) level subsequently decreased to 52 mg/dl. Customer stated they put a glucose tablet in his mouth to address the decreased bg and then lost consciousness. Customer regained consciousness on their own and did not require any third party assistance. Recommendation was made to consult with a healthcare provider to discuss diabetes management.